Event description:
Customer reported a false positive centaur toxoplasma g on 2 samples from a pregnant patient with a cmv infection. A third sample from the same patient, was found negative. Due to the discrepant results the pregnant woman was incorrectly told she was immunized against toxoplasma. No toxoplasma infection was discovered during the pregnancy.

Manufacturer narrative:
Sample were forwarded from the lab to siemens healthcare diagnostics for further testing of ama antibodies (anti- mitochondrial antibodies) and circulating immune complexes (c1q). The sample provided positive for both the ama test and c1q test, an indicator of a potential false positive result based upon instructions for use (IFU) exclusions. The IFU for the centaur toxoplasma igg assay explicitly mentions the possibility of false positive results when either ana (anti-nuclear antibodies) or ama (anti-mitochondrial antibodies) are present. IFU text: "the presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxoplasma g assay and give falsely positive or falsely negative results. These samples should not be tested."